Event description:
It was reported that the customer experienced a low blood glucose (bg) level (39.6 mg/dl). The customer consumed carbohydrates to treat the bg. The cause for the reported issue is unknown.